Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6)2016 with the following findings: evaluation revealed the keypad cover was torn at ok button. All buttons responded during investigation. Removed cover; no contamination under contacts. A battery compartment crack was found at case seal to the left of the bumper. The display is dim/fading (pink). Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Evaluation revealed a battery compartment crack and dim display. This report is made based on results of investigation completed on (B)(6) 2016.